Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as customer discarded the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy for the resection of a brain tumor, while performing the second burr hole, the drill did not stop and caused a contusion in the parenchyma. The craniotomy was carried out regardless, and the tumor excision surgery was completed. It was reported that there was no patient injury and procedure was completed with the reported products. On followup it was reported that the region of perforation is right parasagittal and there was dural tear and bone fragment went to the cortex. The patient is fine after the event.